Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure the laser fibre was passed down the scope and the stone was broken up. When the surgeon tried to withdraw the fibre to move to a different position the fibre would not move, the fibre could not be withdrawn only advanced. Another scope used in the case was not recognized. It displayed the error message "incompatible head" and the adaptor light stayed orange. Procedure was completed successfully using another scope. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01685.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The investigation of the returned endoscopes revealed the following: (B)(6) - 091271-06/video uretero-renoscope flex-xc1 - lot 500113368: since the vertebrae of this flex-xc1 model is not welded (brass vertebrae) to the working shaft, allowing free rotation, the most probable root cause is improper handling: the vertebrae likely rotated during the procedure, resulting in twisting of the working channel. (B)(6) - 091271-06/video uretero-renoscope flex-xc1 - lot 500120379: cable damaged - soldering connection points are flawless; the cable wires itself must be damaged. This may have happened during handling after the final test on the manufacturing or the user site, as the endoscope passed the final test. The event is filed under internal karl storz complaint ID: (B)(4).